Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that infusion set leaking at the quick release and they facing high blood glucose symptoms. The blood glucose at the time of incident was 423 mg/dl and at the time of call was 268 mg/dl. During troubleshooting customer sates that customer treated their high blood glucose with manual injection. Troubleshooting was done for the infusion set leakage. Customer states that insulin exits at the quick release. The two high bg rules explained to customer. Customer was advised to stay disconnected from the set. Troubleshooting for the high blood glucose was declined. Insulin pump will not be returned for analysis.